Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h4, h6 and h10. Correction on field: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   The following non-reportable additional malfunctions were found during the device evaluation: the clv-190 socket is cracked, and the scope connection is loose. 2 lamp washers and 1 lamp bolt were missing. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was affected by loose scope connections, rust, or corrosion. The following description is given in the instruction manual regarding the assembly of non-olympus devices. Warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had a static image when connected to the gastrovideoscope, the light source socket had a crack, and the scope connection was loose. This static image issue was not present when the customer moved the device to another room. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation pertaining the static image and the loose scope connector was not confirmed. The evaluation also found that the front panel mouth was damaged, bottom chassis was rusted, front panel chassis was rusted, top cover was scratched and the metal was exposed, output socket and underneath socket was rusted, there was corrosion inside the scope socket tubing, and the light intensity output was measuring out of range (non-olympus lamp). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.